Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. A DHR review of both vt15e0249 and vt15h0417 was conducted, and indicated that the product for lot vt15e0249 was shipped on 06/26/2015; manufacturing of lot vt15h0417 did not begin until 08/13/2015. Therefore, the mix-up would not have occurred at the manufacturing site. Inventory assessment: to date no inventory for either lot remains at the global distribution center (gdc). The gdc does not open the primary or secondary packaging (include sealed packaging trays and cartons), therefore it is unlikely that the mix-up occurred at the gdc. Sales review: a sales review of the complainant facility indicated that the facility ordered product from both vt15e0249 and vt15h0417. Both products were shipped 10/13/2015 on the same bulk shipment. It is possible that the mix-up occurred at the facility as the visiloc and encor MRI boxes are not sealed. Visual evaluation: the box was returned clean. The box was not sealed as initialed reported; the box was returned closed. The box was opened and an encor MRI probe sealed in the probe packaging was found inside of the visiloc introducer set box. The sealed probe packaging tray did not have any physical anomalies noted to the exterior or interior. The probe labeling references catalog number ecpmr0110g and lot number vt15e0249. The instructions for use for the visiloc introducer set was also returned inside of the box. No other anomalies were noted to the box, or returned encor MRI probe. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: a photo was provided, but it was not used in the investigation because the original sample was returned. Conclusion: one visiloc box was returned for evaluation, with a sealed encor probe inside. Based on the labeling review, inventory assessment, and sales review, the investigation is inconclusive for the reported mix-up. Based on the review of the DHR and inventory assessment, it is unlikely that the mix-up occurred at the manufacturing site or global distribution center. It is possible that the mix-up occurred at the user facility as both devices arrived to the facility as part of the same order. The definitive root cause could not be determined based upon available information. Labeling review: the current visiloc instructions for use (IFU) states: precautions: the introducer set should only be used by physicians trained in percutaneous breast biopsy procedures. Directions for use (for use with the introducer with a grid localization method): inspect the package to insure that the package integrity has not been compromised. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for MRI breast biopsy, the introducer set package was opened and inside contained a sealed MRI biopsy probe. Another device was used to complete preparation for the procedure. There was no patient involvement.